Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets in drawer 5 are failed. The field service engineer (fse) identified failing pockets in full height 5 and the auxiliary drawer, with the position not being sensed in the hardware test application. Fse replaced the position sensor, resolving the issue. The system functioned as intended after the field service engineer resolved the issue. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 pockets were failed to open. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.